Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.

Event description:
The patient was hospitalized due to infection and her system was explanted. The patient has since been released from the hosp and the infection has cleared.